Event description:
For the past two weeks, the pt's device was setting off security alarms at various stores. It was also noted that the device was at end-of-life. Further info is being requested at this time.